Event description:
Healthcare professional (hcp) reported a home patient (hp) had 2 incidents of minicaps falling off. Per hcp, on 11/12, hp pulled transfer set out to begin treatment and the cap was missing. Per hcp, changed the transfer set and treated hp with vancomycin ip (1 dose) and tobramycin im (1 dose). Per hcp, on 11/21, hp was in the shower and discovered the minicap missing from the end of the transfer set. Per hcp, changed the set and treated hp with vancomycin ip (1 dose) and tobramycin im (1 dose).